Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, "capsulitis, chronic pain, insomnia, hair loss, dry skin, and sun infection." The device has been explanted. The events of insomnia, hair loss, dry skin and sun infection are not related to the breast implant.